Event description:
A c2600 cusa 23 khz handpiece was reported to have overtorqued during a procedure. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.